Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a bent trochanteric fixation nail (tfn) was removed and replaced with a new one without incident. The tfn was bent below the helical blade. The helical blade in the case came out as well as two five millimeter locking screws. A new nail, blade and locking screws were implanted. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of depuy synthes monument device history records for manufacturing revealed no complaint related issues for complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.